Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited a sticky grip and up down angulation lever plate. There was no patient involvement.